Event description:
A healthcare professional reported incomplete side cut, on one right eye, noted after lasik flap creation. This did not interfere with the refractive treatment. The surgeon was able to lift the flap and complete the treatment without issues. The pt was seen at one day post op and was doing great. The vision was 20/20 in the right eye.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).